Event description:
Information received on 25-aug-2025: since the fei, I have not heard of any new problems in the department. However, it had happened at least three times, but I do not have the exact dates (early july). The patient and user did not suffer any significant harm. However, an aes could have resulted given the faulty anti-reflux function. And for the patient, there was a risk of the infusion failing to be administered.

Manufacturer narrative:
Additional information clarifies patient outcome. E/f codes updated. Device evaluation: a device history record review was completed by our quality engineer team for provided material number 381044 and lot number 5044824. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global needle retraction and bc feature did not work. The following information was provided by the initial reporter: the anti-reflux function did not work during infusion, nor did needle removal with the usual button.